Event description:
The stent/balloon would not advance to the proximal rca. Upon attempted removal, stent was dislodged from the balloon. The wire guide and guiding catheter were exchanged for a 13 fr. Sheath to allow stent to be withdrawn from femoral artery.